Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with unknown mentor saline breast implant has experienced postoperative left-sided implant deflation. Upon explantation, the surgeon noted there¿s a possible loss of volume on the left side. The patient underwent explantation and replacement with 275cc mentor smooth round moderate plus profile saline breast implants, catalog # 3502275, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2020.